Event description:
During the initiation of a cardiopulmonary bypass, it was noticed that the pressure on the monitor was low. Attempts to adjust and increase the flow through the pump were unsuccessful. Another pump was utilized.